Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed motor communication error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart after the battery has been changed. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. No spi to motor pic communication error alarm or unexpected restart error alarm noted. Pump had cracked battery tube threads, reservoir tube lip, belt clip slot, stained end cap sticker and minor scratched display window.